Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd smart site¿ infusion set had a check valve malfunction. The following information was provided by the initial reporter: it was reported by the customer that the secondary line backed up into the primary line.

Event description:
It was reported that 1 bd smart site¿ infusion set had a check valve malfunction. The following information was provided by the initial reporter : it was reported by the customer that the secondary line backed up into the primary line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-jan-11. D4: medical device lot #: 21119522 . D4: medical device expiration date: 2024-nov-03. H4: device manufacture date: 2021-nov-03. H6: investigation summary sample was returned and investigated. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline. A bd secondary set primed with blue dye water was attached to the primary sets. The sets were allowed to flow. No instance of back flow was observed. The customer complaint that the secondary line backed up into the primary line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 21119522 was performed. The search showed that a total of 28803 units in 1 lot number was built on 04nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.